Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding revision due to alleged dislocation involving an unknown ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional, dimensional and material analysis inspection could not be performed as the device was not returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "on (B)(6) 2014 a revision of the right total hip arthroplasty was performed for a post-operative diagnosis of"painful right tha femoral taper corrosion"... "Hip was filled with white, chalky membrane and reactive synovium. Removed the femoral head and the poly insert ... Changed to a new zimmer poly insert and a 36/plus-5 biolox head by stryker corporation." The head was placed on a titanium sleeve and uncomplicated surgery was described. The surgical pathology report from this procedure notes, "chronic synovitis with lymphoplasmacytic inflammation and foreign body giant cell reaction, 0 to 3 neutrophils per high power field"...when seen on (B)(6) 2015 it was noted the patient dislocated the right hip in a hyperflexion maneuver and a closed reduction attempt failed. On (B)(6) 2015 an open reduction of the dislocated right total hip arthroplasty was performed for which an operative report describes general anesthesia and a posterior approach...the only stryker components in this patient are the right primary accolade stem and 36/0 cobalt-chromium head, and the subsequent revised right biolox head and trunnion sleeve. There is no examination of the explanted head available. There is no description of the trunnion/head corrosion noted in the right hip revision operative report and no surgical histology diagnostic of altr, trunnionosis or pseudotumor is noted. The histologic description is consistent with poly debris from the zimmer acetabular component. The dislocation and hyperflexion was not related to the stryker femoral component's design, manufacturing or materials. There is no evidence that the clinical situation with the right total hip arthroplasty, which included the stryker femoral component, was due to factors of faulty femoral component design, manufacturing or materials." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: review of medical records by a consulting clinician confirmed the dislocation, however the root cause could not be determined as insufficient information was received. Review of medical records by a consulting clinician indicated: "the only stryker components in this patient are the right primary accolade stem and 36/0 cobalt-chromium head, and the subsequent revised right biolox head and trunnion sleeve. There is no examination of the explanted head available. There is no description of the trunnion/head corrosion noted in the right hip revision operative report and no surgical histology diagnostic of altr, trunnionosis or pseudotumor is noted. The histologic description is consistent with poly debris from the zimmer acetabular component. The dislocation and hyperflexion was not related to the stryker femoral component's design, manufacturing or materials. There is no evidence that the clinical situation with the right total hip arthroplasty, which included the stryker femoral component, was due to factors of faulty femoral component design, manufacturing or materials." Further information such as return of device and histopathology report are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Per medical review: "the acetabular components are not stryker products...on (B)(6) 2014 a revision of the right total hip arthroplasty was performed...changed to a competitor poly insert and a 36/plus-5 biolox head by stryker corporation...(B)(6) 2015 it was noted the patient dislocated the right hip in a hyperflexion maneuver and a closed reduction attempt failed. On (B)(6) 2015 an open reduction of the dislocated right total hip arthroplasty was performed..."